Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right breast implant mentor memorygel smooth round moderate profile 400cc, serial number: (B)(4), catalog number: 350-7400bc,lot: 263025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel round moderate profile 400cc gel filled breast implants which the left side ruptured after implantation. The issue diagnosed during surgery. As a result, the patient underwent bilateral removal and replacement with gel implants as follow: left: catalog number: 350-5001bc, serial number: (B)(4), right: catalog number: 350-5001bc, serial number: (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented. Was discovered crease within the rent. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information on 04/07/2018, indicates that the date of event is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).